Manufacturer narrative:
H3 other text : other.

Event description:
The customer reported that on august 8, when they tried to angle the system to the right, it kept going when they pushed the button to angle to the left. No additional information available.

Manufacturer narrative:
Device evaluation by field engineer: a field engineer examined the device and found that the rotational paddle switch was stuck during regular use. The field engineer replaced the c-arm rotational paddle switch and tested the functionality. The system is functioning properly and meets all manufacturer specifications.